Manufacturer narrative:
Device evaluation: during the analysis the device failed negative prep. Pressure was applied to the device and liquid was seen exiting the balloon, con firming the presence of a leak. Visual inspection of the balloon showed liquid leaking from the middle area of the balloon above the markerband. A pinhole leak was observed in the balloon above the distal side of the markerband. There were a number of marks located along the distal to mid portion of the balloon. (B)(4).

Event description:
The physician was attempting to use a sprinter legend balloon to cross a stent in the diagonal and open a lesion in the distal section of the diagonal. It was reported that the balloon would not expand greater than 8atm. Contrast staining showed that the balloon had burst. The balloon catheter was removed from the patient. No patient injury was reported.